Event description:
Volume discrepancies were reported. On the date of this report the volume discrepancy was: expected volume (in ml) was 8.8 and actual volume (in ml) was 2.0. A possible over infusion was stated. It was further added that refill nurse had noticed this for second month in a row, although she had only done two refills with this patient. Patient had reported no symptoms; patient status at time of this report was alive with no injury. No actions were taken as a result of the event. Diagnostic testing or troubleshooting was indicated to be performed in the future. Per reporter the patient was well controlled and the physician planned to continue monitoring the device at least one more refill interval to confirm consistency of volume discrepancy. It was added that the unit with eri (early replacement indicator) of 15 may be considered for replacement and return of device for evaluation at that point. Drugs delivered via the device were dilaudid, bupivicane and clonidine. A follow-up information will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l41567, implanted: (B)(6) 1996, product type: catheter. (B)(4).